Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring (sam) episode due to noise and oversensing during an ablation procedure. Technical services (ts) was consulted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.